Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the battery cannot be charged. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the authorized service provider (asp) replaced the battery and the device successfully passed performance specification testing after the repair was completed. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. No product has been returned. Therefore, root cause can not be determined at component level. If the device is received for internal failure analysis, this complaint will be reopened, and a root cause analysis will be performed.

Manufacturer narrative:
The authorized service provider (asp) stated that the ventilator audible and visually alarmed for a battery failure.